Event description:
It was reported that this right ventricular (rv) lead was explanted due to extension/retraction issues. This lead also exhibited a high thresholds. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted with stylet in lead, and helix extended and dried blood was present around the helix, which would inhibit helix function. Resistance testing found the lead was electrically continuous.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to extension/retraction issues. This lead also exhibited a high thresholds. This lead was successfully replaced. No additional adverse patient effects.